Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited an increase in thresholds, which are now high. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.